Event description:
Reportedly, during the implantation the distal tip of the screw was broken.

Manufacturer narrative:
Summary analysis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the lead was tested, and mechanical tests were not within specification since the helix could not be extended due to blood residue at the inner coil level, which affected the screw mechanism. Given that the sharpened part of the screw was not damaged and the x-ray taken during investigation confirmed the screw is correctly attached to the lead, the reported event could not be confirmed. Moreover, the helix length is 1.48 mm, which is within specification. Based on the investigation and the lead state, it can be assured that no part of the distal screw was broken or damaged. The investigation results are retained and used for trending purposes.

Event description:
Reportedly, during the implantation the distal tip of the screw was broken.